Event description:
The hcp reported that the pt's pump was refilled and programmed incorrectly. The pump was filled with dilaudid 1 mg/ml and the pt's dose was 0.48 mg/day. The concentration of dilaudid was changed to 3 mg/ml and the pt's dose to 0.625 mg/day. After updating the pump, the hcp realized that a bridge bolus had not been performed. The hcp cancelled the update in progress and then went back to the bolus field and programmed the bridge, but left the concentration at 3 mg/ml. Based on the programming parameters the pt was being under dosed. The pt returned to the clinic the next day to get the pump updated. No pt symptoms were reported.

Manufacturer narrative:
.